Event description:
It was reported via repair work order that there was no power to the bed due to a damaged power supply board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.it was reported via repair work order that the power cord had a broken ground pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.